Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer's blood glucose reading was 180mg/dl at the time of incident. Troubleshooting advised customer to wait until the notification light stops blinking and then remove and replace battery however, customer indicated that the pump continues to alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was returned for power error alarm 25. The power management tool confirmed the pump error 25 was triggered when a backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The pump was received with minor scratches on the display window, case and keypad overlay.